Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 16-sep-2022. H6: investigation summary one sample model (B)(6) was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. No additional testing was conducted as no primary set was returned. The root cause could not be determined because the primary set was not returned. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: #2 it was reported by the customer that the secondary IV tubing is backing up into the primary bag and not being delivered. The 2nd occurence was discovered because the secondary was yellow in color and can now be seen in the primary fluid bag.  This can lead to missed medications to the patient as well as medication given at inappropriate times or inappropriate rates since it's backing into the primary.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: #2 it was reported by the customer that the secondary IV tubing is backing up into the primary bag and not being delivered. The 2nd occurance was discovered because the secondary was yellow in color and can now be seen in the primary fluid bag.  This can lead to missed medications to the patient as well as medication given at inappropiate times or inappropiate rates since it's backing into the primary.